Event description:
This customer reported that the "device can't discharge". There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the "device can't discharge". There was no report of any pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.